Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported by the patient's allergist that the patient underwent posterior pedicle screw segmental fusion at l5-s1 with posterolateral bony arthrodesis of l5-s1 with right iliac crest autologous bone graft on (B)(6) 2001. The patient reported to her allergist that "outbreaks" have been occurring since her surgery; the type of "outbreaks" was not specified. The patient has been blood and allergy tested multiple times but there has been no resolution.